Event description:
It was reported that this artificial urinary sphincter was removed due to a leak in the balloon seam. A new artificial urinary sphincter was implanted. No patient complications were reported.